Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 90.589 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was going through withdrawal. The patient's pump had last been filled on (B)(6) 2019 and no changes to the drug or programming had been made. The specific symptoms the patient was experiencing were not able to be obtained. The cause of the withdrawal was unknown. A catheter access port test was being performed to test for cerebrospinal fluid flow. The results of that test were not available. It was still being determined if further testing was needed. The patient's weight was unknown. No further complications were reported.